Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 8/7/2025, the patient reported intermittent issues with the ilet wake/sleep button. Follow up information with the patient reported that the wake button was still delayed in activating the screen. Agent arranged for an ilet pump replacement. Blood glucose (bg) was not affected, and no symptoms experienced by the patient during event. No medical intervention required at the time of call.